Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and root cause could not be determined as customer declined to complete troubleshooting. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 271 mg/dl at time of event.